Manufacturer narrative:
Five companion samples have been received and are in the process of being evaluated. A follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
Reporter reported a customer complaint that the buretrol set appeared to be "collapsing" after an unspecified usage time in the colleague pump (pump serial number is not available). The customer reported the problem has occurred multiple times over the past several months and does not appear to be associated with a single lot number. The infant patient suffered from a severe infection. The customer does not have specific information regarding number of events, dates, or patient. The customer stated the set was used on an infant patient and that the set is used for up to 72 hours. Additional information has been requested.